Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing tip had become separated. The harvester removed the device from the operative field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip and center, while remaining attached at the base of the jaw. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿bent wire¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing tip had become separated. The harvester removed the device from the operative field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.